Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows the electrodes have been detached with jagged edges on the left and right remaining electrode legs and rounded edges on the bottom remaining electrode leg. There are scuff marks on the spacer with discoloration on the adhesive. There is a significant amount of scratch marks on the exposed shaft near the tip of the wand. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and registered an e-7 error. The error was by-passed and the wand was activated in saline solution at the default and max settings on the controller and plasma was created on the remaining electrode legs. The suction line was tested and performed as intended. The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a cannula. Other factors that could have led to tip detachment includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. The instruction for use outlines warnings and precautionary measures to adhere to during activation of the device.

Event description:
It was reported that during a procedure using an ambient super multivac 50 ifs, the electrode tip appeared to fall off into the joint. An x-ray revealed that no piece remained in the joint. The broken piece may have been removed by irrigation. There was no patient injury or complication. The procedure was completed with a back-up device.